Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) amia peritoneal dialysis cassettes had ¿a sack that looked like a clear vinyl wrapping or the clear film, was puffed up and filled with fluid¿. During the follow up with the patient, they clarified that the cassettes had leaked (no further information). This was noticed during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.